Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent subsequent to receiving dianeal unspecified therapy during peritoneal dialysis for end stage renal disease. On (B)(6) 2010, the patient began therapy with dianeal. On (B)(6) 2010, the patient developed cloudy effluent (considered mild) and was hospitalized for the event. The patient was treated with sulcef 2 gm (0.5 gm/exchange) intraperitoneally. On (B)(6) 2010, the cloudy effluent recovered. Therapy with dianeal continued, however, the patient was transferred to a hemodialysis center for reevaluation. The reporting physician did not provide an opinion of causality for the cloudy effluent in relationship to the dianeal therapy.